Manufacturer narrative:
The electronic log file and the replaced motor were available for investigation. The reported ventilator failure could be reconstructed by means of the information stored in the log file although the reported date of event does not perfectly match with the logged date. During the case in question the apollo repeatedly detected an unexpected position of the ventilator piston. The device reacted in accordance with its implemented safety concept as it interrupted automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such case both manual ventilation and monitoring functions will remain unaffected and available. Hence the user is able to ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery. Further investigation of the returned ventilator motor revealed an excessive amount of oil on the spindle and the encoder disc of the motor assembly. This oil was temporarily used during the manufacturing process. The oil also contaminated/covered several encoding slots on the encoder disc. A test of the encoder revealed that the optical detection of the motor position was disturbed. Consequently the excessive amount of oil was the root cause for the reported event. Replacement of the motor assembly has fixed the problem. Only two comparable cases have been reported to draeger by now. This number is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a ventilator fail alarm occurred during an operation. There was no injury reported.